Event description:
Procedure: esophagectomy. According to the reporter: both the eea31 and eea28 staplers were opened in the field. A surgical tech took the eea28 stapler and loaded it with the eea31 anvil. Consequently, the anvil detached from the eea28 while inside the esophagus. The surgeon opened the pt in order to remove the anvil from the pt's esophagus. The surgeon had to create a thoracotomy to resect the anvil (open procedure). A new anastomosis had to be created. The procedure was delayed one hour. The thoracotomy was closed.

Manufacturer narrative:
(B) (4). (B) (4).